Event description:
The patient presented to the clinic for evaluation. Via review of fluoroscopy, suspected externalized conductors were observed on both atrial and ventricular leads. No electrical abnormalities were noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted. Low impedance was observed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in 3 segments. External insulation abrasion was noted at 2.0-2.3cm from the proximal end of the middle segment, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion was noted at 33.4-38.0cm and 38.0-40.0cm from the proximal end of the middle segment. Externalized conductors due to internal insulation abrasion was noted at 6.7-9.2cm from the tip electrode. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 10.0- 11.0cm from the tip electrode. The etfe coating was abraded at this location.